Manufacturer narrative:
Additional information: h6, h11. H11: the actual device was not available; however, the machine was evaluated on-site by a qualified technician. Inspection of the machine showed a leak at the tava valve. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the observed leak was the failure of the tava valve membrane, which was replaced to address this issue. In addition, valve replacements were performed for the byva and diva valves as a proactive measure. The cause of the reported ultrafiltration event was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with an ak 96 machine, the "ultrafiltration was inaccurate and excessive". The patient was disconnected and weighed. It was found that the ultrafiltration volume was more than 0.4 kg. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.